Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the type of procedure was therapeutic.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an error message "clean contacts" halfway through the case. The customer cleaned the contacts but the error occurred again. The issue occurred during an laparoscopic total hysterectomy (excision of lesion) procedure. There were no reports of patient harm. The procedure was delayed by 10 minutes while the patient was under anesthesia. The case was completed with the same device.